Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that that the customer experienced high blood glucose. The customer blood glucose value was as 25 mmol/l at the time of incident. The customer experienced symptoms of high blood glucose level such vomiting. Insulin pump was not on auto mode at the time of incident. Insulin pump had insulin flow blocked alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing. (B)(4).